Event description:
Customer stated that the filter concentrator was not working on the centrifuge unit.

Manufacturer narrative:
It was reported that the cards were not glued on the filter concentrators properly. Some samples were impacted and lost. The customer tired to realign the filter paper but the sample leaked out of the hole. Cytofuge statspin centrifuge responsible for cytocentrifugation reported abnormal filtering of filter concentrators on the microscope slide for analysis. This may lead to inadvertent loss of sample (and/or false negative/false low cell counts).